Event description:
It was reported the patient had an elevate pc anterior graft implanted on (B)(6) 2013. The patient experienced stress urinary incontinence beginning (B)(6) 2014 that was continuing as of (B)(6) 2014. No further patient complications were reported in relation to this event.